Event description:
The customer reported that the system experienced a communication failure and an immediate loss of system functionality as the system attempted to reboot itself. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The 5vdc ps1 power supply, generator interface pcb, fluoro functions pcb, and interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.